Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4).

Event description:
It was reported that the device exhibited unexpected early battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
Product event summary: additional analysis was performed. The device indicated shorting/low impedance in an integrated circuit. The cd increased to approximately 200ua after placement in the 85/85 test environment. Verifying the collapsed voltage at adt0 and nominal system current drain after severing the adt0 trace connection to the rfm isolated the failure mechanism to the rfm. These findings are consistent with a current leakage path due to a resistive short in the rfm substrate. The physical location of the short was not determined.